Event description:
Lasik flap: bubble pattern in cornea indicated a very small and decentered flap; flap was left unopened and patient rescheduled for later treatment; no impairment expected. No indication for malfunction; operator was trained but infrequent user; most likely cause is pseudo-vacuum (floating conjunctiva blocking the vacuum duct) leading to imperfect applanation; cut occurred in bowman's membrane/epithelium, leading to a transient bubble pattern rather than a flap; instruction to prevent this issue are given in the user manual and user training.